Manufacturer narrative:
Batch review performed on 07 april 2021: lot 155652: (B)(4) items manufactured and released on 26-jan-2016. Expiration date: 2021-01-10. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon all components and revised them with competitor components 4 years and 6 months after primary. The surgery was completed successfully.